Manufacturer narrative:
Sc-1110-02, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg passed all the required functional tests. This device exhibits normal characteristics. Hence, the probable cause selected for this complaint is no problem detected. Sc-2218-50, sn: (B)(6). The returned lead was analyzed and the lead was cut and only the proximal side 22 cm was returned. With all the available information, boston scientific concludes the two damaged leads: the lead was cleanly cut during the explant procedure and only the proximal side 22 cm was returned. No anomalies were identified on the lead aside from the clean-cut. The clean-cut damage to the lead is a result of a typical explant procedure, and it is not considered a failure. Hence, the probable cause selected for this complaint is no problem detected. Sc-2218-50, sn: (B)(6). The returned lead was analyzed and the lead was cut and only the proximal side 22 cm was returned. With all the available information, boston scientific concludes the two damaged leads: the lead was cleanly cut during the explant procedure and only the proximal side 22 cm was returned. No anomalies were identified on the lead aside from the clean-cut. The clean-cut damage to the lead is a result of a typical explant procedure, and it is not considered a failure. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that the patients explanted products were received for analysis. It was also noted that the leads were damaged. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 15796669/16272624.

Event description:
It was reported that the patient's explanted products were received for analysis for unknown reason. It was also noted that the leads were damaged. No further information has been obtained despite good faith efforts.